Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 42 mg/dl while wearing the pod. The patient reported their dexcom cgm (continuous glucose monitor) was giving incorrect blood glucose readings that were high, when their blood glucose was actually low resulting in too much insulin being delivered. Patient's mother attempted to treat the hypoglycemia with candy and juice, however patient had a seizure, and ems (emergency medical services) was called. Other symptoms reported include vomiting and fatigue. The patient was treated with IV (intravenous) fluids with dextrose, and antiemetic medication the patient was released the following day. The pod was worn when seeking medical attention.